Event description:
Customer reports the following: problem: device sent down with error 54 (coulombmeter communication). Action: replaced battery and membrane. Now device giving error 17 about battery faulty. Resolution: troubleshooting found that the charge voltage isn't correct. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was not sent to france for investigation as repairs were carried out locally. It was reported that there was problem with the power supply board. The device sent down with error 54-0080 coulombmeter communication. During the repair, the battery and the membrane were replaced. However, the device displayed error 17 regarding a defective battery. A troubleshooting was done and it was found that the charge voltage was not correct. Charge/batt indicators. After several attempts, no more information was provided to confirm if the two errors have been resolved. Also, the replaced parts were not sent back to brézins for further investigation. Without more evidence to confirm the origin of the reported issue, the root cause could not be identified. Note: battery performance can be affected by long storage, deep discharge or high frequency of use on affected battery. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.